Event description:
User facility mandatory medwatch received, which stated the following: "infusion pump programmed at 400mg/250 when actual nitroglycerin bottle was 100mg/250ml. Patient did not experience chest pain while on that dose. Second nurse checked for calculation and pump settings was not completed." Upon further query, the following info was provided: the customer contact stated the event was the result of an operator error in programming the device. At 0730, the nurse noted that the pump was programmed to delivery 400mg/250ml of nitroglycerin instead of the actual concentration of 100mg/250ml. No further programming parameters were provided. As a result, the pt reportedly rec'd a dose of 0.5 mcg/kg/min instead of the intended dose of 2mcg/kg/min. There were no reported adverse pt effects. No medical interventions were required. The nurse reprogrammed the device to deliver the correct concentration and the therapy was resumed. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.